Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia(tm)60mm articulating medium/thick reload and one partially fired piece of test media opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The test media as received from (B)(6) qa was received fully and cleanly transected, but only approximately 1 cm was stapled. Visual examination of the staple cartridge noted that the reload was fully fired. Jaws were received opened. The reload was loaded into a pmv representative instrument (idrive ultra) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned sample as received by medtronic was found to meet specifications and the reported condition was confirmed due to the partially stapled test media received from (B)(6) qa. A review of the device history record indicates the device lot number was released meeting all quality specifications. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Customer states: upon the third fire, firing was not completed even though returning back the release button. I-drive was used for egia60amt. To recover the problem, stapling was performed with egia for closing the insertion site of end-to-end anastomosis. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: yes. Nothing fell into the cavity. Oozing bleeding. The last patient's status: under observation.